Event description:
It was reported that the device does not heat. No patient involvement was reported.

Manufacturer narrative:
One device was received and evaluated. Visual inspection found a worn line cord, cracked tank cover, missing front cover and an outdated pcb and power switch. Functional testing confirmed the reported event. The damaged pot on the pcb would not allow the temperature to be adjusted. The root cause can not be attributed to manufacturing due to the age of the device.

Event description:
Additional information was received indicating the event may have occurred around (B)(6) 2021.

Event description:
Additional information was received indicating the event may have occurred around august, 2022. Additionally, information that no patient was involved was received.